Manufacturer narrative:
Medtronic received additional information that this device was replaced due to severe aortic stenosis and moderate insufficiency. Prior to the replacement procedure, the patient presented with functional class IV (B)(6) symptoms, including chest pain and shortness of breath on exertion. The patient was in stable condition following replacement, and nothing out of the ordinary occurred. Patient's weight added. Patient's relevant medical history added. (B)(4).

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years 2 months post implant of this bioprosthetic aortic valve, this device was replaced, valv e-in-valve with a transcatheter bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.